Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Sensing/oversensing: 3-lfp high rate-ns <(><<)>= 205 ms average v-cycle between (B)(6) 2011 17:26:41 and (B)(6) 2013 21:07:07. (B)(4).

Event description:
It was reported the defibrillator inappropriately shocked the patient due to the t-wave over sensing discriminator not withholding therapy. The device remains in use and enhanced software to be uploaded. No further patient complications were reported as a result of this event.